Event description:
The farawave catheter was selected for the procedure. Afterward, the patient was transferred to telemetry for monitoring. On postoperative day one, patient reported feeling generally unwell and was found to be in wenckebach and was started on sotalol 80 mg twice daily, receiving two doses. Diagnostic evaluation included an ECG. Patient remained under observation for an additional night, during which patient maintained sinus rhythm with intermittent atrial tachycardia. The patient medical history includes neurogenic bladder, and a foley catheter was placed and kept in place at discharge. Antiarrhythmic medications were discontinued. The resolution date was (B)(6) 2024, but it left lasting effects. Patient reported improvement and was advised following up with urology and cardiology within one to two weeks.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Investigation summary: based on the available information, although no product has been returned, we have determined that the malaise and atrial tachycardia is a known inherent risk with use of this product. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: boston scientific has made an attempt to retrieve the device however there were no information regarding tracking details. The device has not been returned. Labeling review: review of the instructions for use confirmed that malaise and atrial tachycardia is addressed as a potential procedural complication when using farawave. Additionally, based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of malaise and atrial tachycardia is a known inherent risk of farawave. There were no indications that the device was used outside the bounds of labeled/indicated use or evidence of a product performance related issue.

Event description:
The farawave catheter was selected for the procedure. Afterward, the patient was transferred to telemetry for monitoring. On postoperative day one, patient reported feeling generally unwell and was found to be in wenckebach and was started on sotalol 80 mg twice daily, receiving two doses. Diagnostic evaluation included an ECG. Patient remained under observation for an additional night, during which patient maintained sinus rhythm with intermittent atrial tachycardia. The patient medical history includes neurogenic bladder, and a foley catheter was placed and kept in place at discharge. Antiarrhythmic medications were discontinued. The resolution date was (B)(6) 2024, but it left lasting effects. Patient reported improvement and was advised following up with urology and cardiology within one to two weeks.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
The farawave catheter was selected for the procedure. Afterward, the patient was transferred to telemetry for monitoring. On postoperative day one, patient reported feeling generally unwell and was found to be in wenckebach and was started on sotalol 80 mg twice daily, receiving two doses. Diagnostic evaluation included an ECG. Patient remained under observation for an additional night, during which patient maintained sinus rhythm with intermittent atrial tachycardia. The patient medical history includes neurogenic bladder, and a foley catheter was placed and kept in place at discharge. Antiarrhythmic medications were discontinued. The resolution date was (B)(6) 2024, but it left lasting effects. Patient reported improvement and was advised to follow up with urology and cardiology within one to two weeks.